Event description:
Caller reports patient tested 3.7 inr on the coaguchek xs system and 5.6 inr on a comparison lab. Coumadin changed from 7.5 mg to 5 mg based on device result. No adverse event reported. Requested return of suspect system, and replacement sent.